Event description:
It was reported the right atrial lead (ra) had low impedance and the impedance had dropped to less than 200 ohms. It was further reported the right ventricular (rv) lead had high thresholds. The patient was scheduled for laser lead extraction with the intention to remove both lead. It was not possible to remove the atrial lead and the lead was then capped and replaced with a competitor lead. As the rv pacing threshold has been confirmed high since 2007 and has been stable for "many years" and the patient is not pacer dependent, the physician chose to keep the rv lead in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood on the proximal conductor of the lead and it was not obstructed, a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed and the outer insulation of the lead developed a cosmetic depression while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).